Event description:
A multicenter retrospective analysis of 847 patients receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, uni-lateral lumbar root decompression. In 1998, the pt underwent a primary right l5-s1 spinal root decompression. Nine days later the pt presented with lumbar radiculitis secondary to recurrent herniated disc which was moderate in intensity. The pt was initially treated with three days bedrest, medrol dose pak, anti-inflammatories, and muscle relaxers. Symptoms did not respond to this treatment and eventually resolved with physical therapy and anti-inflammatories. The event resolved with treatment in 8/98. The investigator classified this event as unrelated to adcon-l. The investigator noted "potential risk of spinal surgery/possible post surgery complication" as a possible explanation for the event.